Event description:
A customer reported that they obtained imprecise sequential readings on their precision xtra blood glucose meter. The customer obtained readings of 20 mg/dl and 161 mg/dl within a 10 minute timeframe. When plotted on a parkes error grid the results fell in the â¿¿câ¿¿ zone. This difference in readings is considered clinically significant. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
The customer's meter and test strips have been requested for investigation. A follow up report will be submitted if the products are received.